Manufacturer narrative:
Product analysis: analysis confirmed the lower right section of the programmer screen was not responding to the stylus. The bezel shield assembly was replaced and the stylus was re-calibrated. Analysis also noted the radiofrequency head connector on the link electronic module (lem) circuit board was loose. The lem was replaced and re-calibrated. The programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a section on the lower right portion of the display screen was not responding to the stylus command. The programmer was returned for service. No patient complications have been reported as a result of this event.